Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A risk manager reported that following uneventful, bilateral lasik surgery, the patient presented with mild corneal edema and eye dryness in both eyes. Additionally, residual refractive error was noted, which was attributed to the patient's medical diagnoses and healing process. Approximately three months later, the patient was seen and a review of the chart revealed that the right eye had been treated with the refraction of the left eye, and vice versa. This was due to the operator entering the data incorrectly into the laser system. This explained why the patient had residual refractive error. The patient was informed about this error and agreed to have a lasik enhancement. The refractive error resolved with the treatment. Additional information was requested; however, the reporter was unable to provide it. There are two medical device reports associated with this event. This report is for the left eye.